Manufacturer narrative:
At this time, the lead has not been returned. If additional information should become available to our company, this event would be updated.

Event description:
Boston scientific crm received information that the left ventricular (lv) lead exhibited impedance measurements greater than 2000 ohms. The lv lead was explanted and a new lead was successfully implanted. No adverse patient effects were reported.